Event description:
The patient¿s physician stated the cause of the event was ¿unknown.¿ it was reported that impedance measurements were unavailable at the time of report because the ¿patient had not had a recent follow-up appointment to check impedances.¿ it was noted the patient had not been seen since (B)(6) 2012 and was scheduled to be seen by their physician on (B)(6) 2013.

Event description:
It was reported that the patient had kept her stimulation off for the past few months, because the patient thought the pain in her leg and buttock might be related to her stimulation system. It was not clear how long the system had been off and no patient falls were mentioned. It was noted that the patient was shocked when she walked into a (B)(6) store. The patient was encouraged to see her physician to check the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown: product type lead. (B)(4).